Manufacturer narrative:
Device discarded by customer.

Event description:
The user facility reported to the stryker sales representative that the tourniquet began to leak during a procedure. There was no patient impact, no delay, no medical intervention, and no adverse consequences.